Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar. There are multiple kinks along the hypotube. There is a flat spot on the distal shaft 2mm from the tip. There is a kink to the distal shaft 6.5mm from the tip. Microscopic inspection revealed no additional damages. There is blood present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the connection part of the guidezilla was fractured. The target lesion was located in the left circumflex artery. A guidezilla guide extension catheter was selected for use. During preparation, it was noted that the connection part of the device was fractured and could not be used. The procedure was completed with another of the same device. There were no complications and the patient's condition was stable post procedure.

Event description:
It was reported that the connection part of the guidezilla was fractured. The target lesion was located in the left circumflex artery. A guidezilla guide extension catheter was selected for use. During preparation, it was noted that the connection part of the device was fractured and could not be used. The procedure was completed with another of the same device. There were no complications and the patient's condition was stable post procedure.